Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(6) 2011 that revealed a serious injury for the device, (B)(4). As there is new information for the device, this device no longer qualifies for asr, and is therefore being added to the supplemental medwatch report. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported the lead was fractured. The lead integrity alert alarm had triggered. At the time of the replacement surgery, infection was discovered. The lead was removed and later replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported the lead was fractured. The lead integrity alert alarm had triggered. At the time of the replacement surgery, infection was discovered. The lead was removed and later replaced. No further patient complications were reported as a result of this event. In addition, the patient later reported the infection continued resulting in readmission to the hospital, and noted being septic and having a blood clot. The device was also removed and replaced.